Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, flat creases, wear abrasion, a curved opening on the valve bond edge, and red particles in the fill channel. Leak test and microscopic analysis was performed which identified, a sharp opening on the valve bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening on the valve bond edge (anterior) assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported right deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right deflation. The device has been explanted.